Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced an unspecified issue with the catheter. The patient has had saline in the pump for the past 15 months due to the catheter issue. The patient had not yet been scheduled for another surgery as he was instructed to see a psychologist before any more changes in his treatments were made. The hcp reported that the patient experienced poor pain control. The pump contained dilaudid previously; now filled with saline. A catheter dye study revealed a leak around the catheter. Per the hcp, patient outcome was no injury.